Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device bd pyxis¿ medstation¿ es auxiliary used in this incident, it was determined that the medstation would not power on. A field service engineer noticed that when pushing the power button, the fan would twitch on the power supply module, removed the pyxibus cable for the auxiliary device and tested the power button, reconnected the cable, proceeded to disconnect the pyxibus cable from the half-height cubie drawers on the auxiliary device until identifying that drawer 4.2 was causing the power outage, replaced the drawer board, and rebooted the device to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system, mdtxrehpx1 went offline and had no power to the device. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.